Event description:
It was reported to boston scientific corporation that a obtryx mesh sling was implanted for the treatment of stress urinary incontinence in 2007 (weight of pt is not known). Post procedure, in 2008, the pt experienced a urinary tract infection and over active bladder. An unknown "medication treatment was administered" for both and the symptoms were reported as resolved as of the following month. Despite attempts to obtain additional info none has been rec'd.

Manufacturer narrative:
The complainant has not indicated that the device has been explanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.